Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the navitor valve loaded as per instructions for use (IFU) and the delivery system was inserted into the patient. The anatomy was quite tortuous and a slight kink was noted in the capsule of the delivery system. First attempt was too high, so attempted to re-sheath, would not re-sheath fully despite using micro adjustment wheel and came to descending aorta and re-sheathed the valve fully and a gap was remained. When the delivery system removed from the body, capsule appeared to be kinked/concertina effect. A new 25mm navitor valve was then loaded into a new delivery system as per IFU. On first deployment valve was high on the left coronary cusp (lcc). Physician believed valve would tilt down slightly on the lcc on final deployment. On final deployment, valve moved up to 0mm on the non-coronary cusp (ncc) and 2mm on the lcc. Delivery system was removed from patient, no gradient invasively and mild aortic regurgitation (ar) was noted. They confirmed no intervention was performed ar. The patient suffered no adverse consequences. The patient was reported recovering.

Manufacturer narrative:
An event of retraction problem and kinked valve capsule was reported. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The valve capsule and nosecone were noted to be damaged, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.